Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and freestyle libre 2 application and the lg k51s device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Thus, this complaint is not confirmed.all pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the freestyle librelink app in use with lg k51s/ os 09 . Customer was unable to access their freestyle librelink account due to an application issue in which the "sensor was not detected/slow to scan." As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of dizziness, shaking, sweating, requiring treatment of glucagon injection by a third-party non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the freestyle librelink app. Customer was unable to access their freestyle librelink account due to an application issue in which the "sensor was not detected/slow to scan." As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of dizziness, shaking, sweating, requiring treatment of glucagon injection by a third-party non-healthcare professional. There was no report of death or permanent injury associated with this event.